Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection however the technical assistance support (tac) verified the reported failure "missing o-ring". Based on the results of the investigation, the definitive root cause could not be established. However, the issue was not resolved. The customer contacted olympus technical assistance support (tac) via phone and informed the event. Troubleshooting was performed and the technical assistant support provided the needed replacement part for ordering, but the issue was not resolved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cylinder hose had a missing o-ring during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.